Event description:
Likely case of post-ablation tubal sterilization syndrome. A woman, -gravida 3, para 3-, presented to the emergency dept with complaints of right lower quadrant pain, watery vaginal discharge, fever, and chills. The pt had novasure endometrial ablation six weeks prior, for a long history of menorrhagia unresponsive to medical therapy. The pt had a history of tubal ligation five years prior to endometrial ablation. Her medical and gynecological histories were unremarkable. Physical examination revealed a soft abdomen with moderate right-sided tenderness. No rebound or guarding was noted. Bimanual examination elicited cervical motion tenderness and bilateral adnexal tenderness primarily on the right side. Vital signs were stable, except for a low grade temperature. Laboratory results showed an elevated white blood cell count of 14x103 leukocytes. Serum pregnancy test was negative. Urinalysis was normal. Pelvic ultrasound was unremarkable and showed adequate flow to both ovaries. CT of abdomen and pelvis demonstrated mild bilateral hydrosalpinx and findings suggestive of early appendicitis. The pt was admitted for further observation and evaluation. General surgery was consulted to evaluate for possible appendicitis. Antibiotics were started. Serial abdominal exams were performed. The final results of gonorrhea and chlamydia cervical cultures were negative. The pt's white blood cell count remained elevated. Her right pelvic pain persisted, accompanied by low-grade fever. The general surgery team performed a laparoscopy for suspected appendicitis. On laparoscopy, the appendix appeared normal. Bilateral tubal abscesses were noted and the gynecology team was consulted. Both tubes were densely adhesed, bilaterally engorged, and grossly inflamed -figure 2-. Decision was made to proceed with exploratory laparotomy for adequate dissection. Ovaries and uterus appeared normal. Bilateral salpingectomy was performed. The pt's postoperative course was uneventful. She remained afebrile and was discharged home on postoperative day 2, with doxycycline and metronidazole to continue for fourteen days. Final histopathology reported a normal appendix and bilateral sterile acute salpingitis and tubal abscesses -figure 3-. Fungal and gram stains from the specimens were negative. Diagnosis: menorrhagia.